Manufacturer narrative:
Model number: 720185-01, lot number: 1000127880, model description: reservoir flat iz 100ml. (B)(4).

Event description:
It was reported by the patient that he is dissatisfied because he is having trouble with his new inflatable penile prosthesis (ipp) implant. He did not specify what the issues were. The patient also has a wound infection that requires daily wound packing and treatment with antibiotics. He is seeing his doctor almost daily to treat the infection.

Manufacturer narrative:
D4: model number: 720185-01. Lot number: 1000127880. Model description: reservoir flat iz 100ml UDI: (B)(4).

Event description:
It was reported by the patient that he is dissatisfied because he is having trouble with his new inflatable penile prosthesis (ipp) implant. He did not specify what the issues were. The patient also has a wound infection that requires daily wound packing and treatment with antibiotics. He is seeing his doctor almost daily to treat the infection. Additional information received states the patient had follow-up appointments on (B)(6)2018 and (B)(6) 2018 at which time the patient appeared to be healing well. On (B)(6) 2018 the patient experienced a sharp pain in his scrotum and noticed that a stitch had come out. Upon examination the physician noted that a skin suture had surfaced and caused some irritation but there were no signs of infection. On (B)(6) 2018 the patient presented to the physician stating he noticed a gush of fluid was leaking from the incision in his scrotum. The physician noted there was a 3cm skin separation of the wound of the left side. The device was not visible through the wound separation. The patient was placed on antibiotics in order to prevent infection. On (B)(6) 2018 the patient reported having some left lateral groin pain. By (B)(6) 2018 the pain had resolved. By (B)(6) 2018 the wound appeared to be cleaner and healthier and the patient was switched to an antibiotic appointment. The wound continued to heal and on (B)(6) 2018 the patient was told to stop applying the topical antibiotics. At that time the physician was able to inflate and deflate the device. On (B)(6) 2018 the patient activated the device but found it to be very painful. He also was dissatisfied because the device did not provide for the "optimal length and girth he expected."